Event description:
Leads migrated, corner of device broke in body. This device was in approx 3 yrs, nerve pain in legs/spine increased. Then experienced total loss of feeling in left leg. When device was removed this continued. Nerve pain intense even after feeling returned as soon as device was removed I had chronic arrythmia resulting in stroke (most likely from heart becoming reliant on constant stimulation in body) tests are far too extensive to list, but would certainly be available. Same pt as (B)(4).